Event description:
A customer observed variable speeds and centrifugation time did not stop at 10 minutes. Gel cards centrifuged longer than the preset time could result in erroneous results. There was no report of pt harm as a result of this event.

Manufacturer narrative:
The instrument was returned to the repair department. The customer's observations could not be duplicated. However, instrument malfunction could not be ruled out. The customer received a replacement centrifuge. The root cause of this event is unknown.